Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Recall number: a field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of 11-jun-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced two different incidents, which were associated with separate units, involving the same patient. This is the first of two reports. Refer to 8030647-2018-00375 for the second patient. It was reported that a flex connector came apart during use. There was no adverse effect for the patient. The flex connector was replaced with another one without issue. Call from caregiver "the flex connector came apart x2 with no adverse effects, both were discarded & replaced for another w/o issue, a third was noted to be loose during a nebulizer tx, it was removed & replaced w/o incident...based on the 3 previous incidents we began checking the connection prior to use & have found 7 that were loose & therefore not used, we have 11 unopened of the same lot no pt. Adverse effects-cr 2 ea. - connection came apart during use - discarded - replaced for another w/o incident - lot anp. One ea. - connection loose during use - exchanged for another w/o incident- sample available - lot m7360l603. Seven ea. Connection loose-noted prior to use, samples available - lot m7360l603 (6) & m7291l607 (1). Eleven ea. Unopened, not used, samples available - lot m7360l603. No injuries or pt. Adverse effects reported for the (B)(6) lb, (B)(6) yo, female end user-(B)(6).